Manufacturer narrative:
Device received with operating currents within specification. Device passed self test, unexpected restart error test, displacement test and basic occlusion test. Unable to prime unit during prime test due to faulty force sensor resistance (gold). Unable to perform occlusion test, dat test and excessive no delivery test due to prime anomaly. Unit received with intermittent , act, up arrow and down arrow buttons due to flattened dome switches (creased). No unlocked lcd keypad connector. Device received with cracked case at display window corners, display window, reservoir tube lip and battery tube threads. Device received with minor scratched display window and case. Unit received with stained end cap sticker and back address serial number label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they were hospitalized due to high blood glucose. The customer's blood glucose was 563 mg/dl at the time of incident. The customer's mother stated that they were nauseous and vomiting. The customer's mother stated that they believe that the insulin was wrong. The customer's mother stated that they were given insulin to treat the blood glucose. The customer's mother stated that they were wearing the insulin pump during hospitalization. The customer's mother declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.